Event description:
A clinical incident involving four opus magnum2 implants was reported to arthrocare corporation. Reportedly, all devices failed when cinching suture, which caused a significant delay in surgery of 45 minutes to an hour. Reportedly, there was no patient injury.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress and a follow up report will be provided after the investigation has been completed. Three additional devices were used in the same procedure were filed under MDR 2032380-2010-00031, 2032380-2010-00032, and 2032380-2010-00033. (B)(4).